Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20465522.

Event description:
It was reported that the patients linear leads were too thick and were causing pain at the lead incision site. The patient underwent a lead replacement procedure and was doing well postoperatively. It was noted that one of the remaining leads migrated during the procedure, so the physician replaced it as well. The explanted linear leads were discarded and will not be returned.